Manufacturer narrative:
Investigation of the reported event is in process. A follow-up report will be submitted once additional information becomes available.

Event description:
The user facility reported via medwatch#: (B)(4) that during a patient procedure their carr-locke injection needle was slow to open. No report of injury.